Event description:
The customer stated error code 1007, unable to process test, activated read failure had occurred numerous times. Additionally, there were three hiv reactive samples that repeated negative. The problem was resolved after the reaction vessel lot was replaced. No impact to patient management was reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4), suspect medical device, lot #: additional architect reaction vessel (rv) lot 69526p100, expiration: na. Upon further review it was determined an additional lot of suspect architect rvs, lot, 69526p100, was in use at the customer facility.

Manufacturer narrative:
(B)(4). The investigation determined the causes of the increase in frequency of static discharge events were due to the architect reaction vessels (rvs) supplier's manufacturing material and manufacturing processes. The investigation identified rvs lots made from a particular polypropylene resin lot were responsible for a majority of the static discharge events. Analysis of this resin lot determined it has unique compositional and analytical characteristics when compared to other resin lots, which facilitated the build-up of static charge on the rvs. The investigation identified variables within the suppliers' molding manufacturing process that contributed to static charge variation across rv lots. Other contributing factors that can generate a static charge on the rvs include low humidity, handling, shipping and creation of charge within the architect instruments themselves. In addition, abbott has implemented static charge testing for acceptance of all incoming rv lots from our supplier. Abbott has worked in close collaboration with our suppliers to assure consistency of incoming resin material, and to improve the supplier's molding process to reduce the potential generation of static charge.

Event description:
Note: this report pertains to the first of two complaints that occurred during the same procedure. Refer to manufacturer report # 3005099803-2010-01883 for the related device complaint. It was reported to boston scientific corporation that an alliance inflation system was used during a dilatation procedure. According to the complainant, the nurse was unable to deflate the balloon using the alliance inflation system. It was reported that the knob on the alliance handle became stuck, not allowing the balloon to deflate. The nurse immediately removed the syringe from handle and used a second syringe to deflate the balloon. Several attempts to ascertain further details (including patient information and follow-up procedure information) have been unsuccessful.

Event description:
It was reported that when on battery power, the device will sometimes boot up all the way; however, other times the device will turn itself back off. It was also indicated that once the device is powered up on either ac or dc power, it will function properly, including charge and discharging. There have been no boot up issues on ac power. There were no reports of pt use associated with the reported event.